Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history record (DHR) review: part: 323.042; lot: 2804531; manufacturing site: bettlach; release to warehouse date: december 02, 2011. The device history record shows this lot of 199 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation site: bettlach. Selected flow: broken. Visual investigation: the grooved conical tip of the lcp drill sleeve 5 f/drill bit ø4.3 is partially broken off. The broken off portions were returned for investigation. Dimensional and hardness inspection: as relevant for the complaint condition ¿the threads of the drill guide were broken¿, the hardness test was performed as well as the inner diameter was tested. The hardness was measured according to the device drawing and has passed the specification: 689 hv (tolerance of hardness according to device drawing is 690±40 hv0.5). In addition, the drill hole diameter was tested according to the drawing se_442295 rev. A and has pass the specification. No further dimensional measurement was performed because the lcp drill sleeve is broken, see the picture in attachments. Besides, during the manufacturing process the dimensional test was performed and documented in the workorder two times. First time during process (turning step 50) interval every tenth piece. Second time was documented in (final inspection qit step 150) with interval aql, in both process steps the transparency profile lcp drill sleeve where used and documented according to the inspection sheet and the whole lot size has passed its specifications; no deviations neither scrap was detected. In the work order at process step 50, 3 pieces scraped where produced. This scrap is no related to the complaint description. The raw material used was according to its specifications (see below attached material certificate. Document/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no document/specification review is required per selected investigation flow broken in the investigation guide. Summary of the manufacturing evaluation: the received condition agree with the complaint description and the complaint therefore is confirmed. No manufacturing related issues that would have contributed to this complaint were found. The exact root cause of this event cannot be determined but the most probable reason is mechanical overloading. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Therapy date of concomitant device is unknown. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a closed wedge high tibial osteotomy was applied to gonarthrosis on (B)(6) 2018. When drill guide was connected to a plate, the threads of the drill guide were broken off. The fragments were removed, and the surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. Concomitant part: 1 qty, p/n 440.843s, l/n l692946 this is report 1 of 1 for (B)(4).